Event description:
The customer reported an alarm and insulin squirting during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose drive support disk. No alarms were noted. The unit passed the self test. The device had a scratched display window, and cracks on the reservoir tube and reservoir tube window.